Manufacturer narrative:
Original implant date 2011. Exact date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had posterior l3-s1 lumbar fusion in 2011 on the east coast somewhere. The patient was instrumented with synthes matrix ti polyaxial screws. At an unknown date the patient developed adjacent level disc disease at the l2-l3 disk level above the fusion. The surgeon operated on the patient on (B)(6) 2014 to address the back pain with adjacent level disk desease at l2-l3. Surgeon removed all original matrix hardware from the 2011 procedure. There was no reported issues with the original hardware from the 2011 surgery. During the revision surgery, the surgeon had trouble removing the right l5 matrix locking cap. Cap would not loosen. Surgeon tried removing the cap by alternating a tighten and loosing motion as described in the technique guide. Finally, surgeon aggressively tried to loosen the cap and the driver tip broke off in the matrix locking cap. Surgeon then used a metal cutting burr to cut the rod on each side of the right l5 screw and a countertorque sleeve to rotate out the l5 screw/rod/cap. All of the original hardware was successfully removed. The right l5 screw was the only difficulty in the removal. Patient was revised to synthes universal spine system titanium from l2-s1. Due to this broken instrument issue during the revision surgery there was an additional 15 minutes added to operating room time. The surgeon connected the rods and successfully completed the procedure. This is report number 8 of 19 for (B)(4).